Manufacturer narrative:
(B)(4) date sent: 4/10/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the unknown procedure, the staple load misfired during operation (B)(6)2023. Stapler unable to be advanced past approximately 2/3 of the staple load. Difficult to remove stapler off bowel. Upon removal, the distal most staples were not fully sealed, necessitating removal of that portion of bowel.

Manufacturer narrative:
(B)(4). Date sent: 04/24/203. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Small bowel had to be further resected and then hand sewn anastomosis. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? N/a. Additional information: DHR (device history review) completed for lot # 987a33.